Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side ruptured/deflated. Device was explanted.

Event description:
Healthcare professional reported right side ruptured/deflated. Device was explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the photographs identified brown particles on the surface of the shell. Also observed were fluids.

Event description:
Healthcare professional reported right side ruptured/deflated. Device was explanted.